Event description:
It was reported that there was a low draw of tube during use with a bd vacutainer® k3e 5.4mg plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about low vacuum of tube.

Manufacturer narrative:
H.6. Investigation summary bd received 20 samples from the customer for investigation. Samples were evaluated by draw volume testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was a low draw of tube during use with a bd vacutainer® k3e 5.4 mg plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a complaint about low vacuum of tube.